Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle's inner shield was difficult to detach during use. The following information was provided by the initial reporter: "rep informed of mutual consumer having issues removing inner shield on bd nano pen needle... Rep able to inform caller to rock the inner shield between fingers then it eventually removed from hub."

Event description:
It was reported that the unspecified bd¿ pen needle's inner shield was difficult to detach during use. The following information was provided by the initial reporter: "rep informed of mutual consumer having issues removing inner shield on bd nano pen needle... Rep able to inform caller to rock the inner shield between fingers then it eventually removed from hub."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.